Manufacturer narrative:
Unique device identification (UDI)#: (B)(4). The microsensor was received for evaluation. Review of the history device records was not possible as the lot number was unknown. Failure analysis - the catheter had internal wires that were broken as a result of the catheter tubing being stretched, so no testing could be performed. The root cause of the issue reported by customer could not be determined as the device is damaged and no further testing could be done. Possible root cause of the damaged catheter observed during product investigation could be probably due to a mishandling.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2019, the cerelink microsensor had issues with sensor giving negative readings. It was inserted at approx 1am. The sensor zeroed as per required process. Initial icp readings were 6-10 mmhg. At 4.30 am the staff in ICU tried to get the patient to spontaneously breath up, the icp pressure rose to 32 mmhg and then plunged to -50 mmhg. The staff turned the cerelink icp monitor off. Currently the cerelink microsensor remains implanted in the patient.